Manufacturer narrative:
Device evaluation: one continuous positive airway pressure (CPAP) device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. An incorrect patient outlet fitting was installed outside the label. Error codes could not be retrieved from the event history log (ehl). After a functional test was performed, the customer reported issue was confirmed, the CPAP is out of spec. The root cause of the reported issue is unknown; however, the CPAP needle was out of calibration. The CPAP device was recalibrated to correct the reported issue. The previous service history has been reviewed and deemed unrelated to the current customer reported reason. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Corrected data: d4: correction: model number: p310nus

Event description:
It was reported that the unit is not able to adjust spec. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of the device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.